Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. On an unspecified date, the patient underwent a left atrial appendage (laa) closure procedure. A watchman ® laa closure device was implanted. The patient presented to another hospital for cardioversion for treatment of atrial fibrillation. During the transesophageal echocardiogram (tee) screening prior to the procedure, thrombus was observed on the device. There were no visible leaks around the device. The cardioversion was postponed, the patient was started on a low dose anti-coagulant therapy and will be re-evaluated. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the device was implanted on (B)(6) 2015. On (B)(6) 2015 the follow up tee revealed a less than 4mm leak and no evidence of thrombus. On (B)(6) 2017, prior to direct current (dc) cardioversion and radiofrequency ablation of atypical aflutter, tee was performed and revealed no leaks and no thrombus.